Event description:
Rotator broke five seconds after injection started for an abdominal angiography. Injection condition: 1ml/sec 10ml/1000 psi.

Manufacturer narrative:
Device evaluation: device evaluation not completed. Conclusions: other - a follow-up report will be submitted when the device evaluation has been completed.